Event description:
It was reported that the preloaded intraocular lens (iol) has a scratch on the surface at 11 o'clock. The patient's post operative visual acuity (va) is 1.2 with no problems reported. The issue was first identified after implantation. Directions for use where followed. Account indicated that there was no resistance felt during lens preparation / application. There were no medical interventions mentioned. Daily activities was not significantly affected. Patient has fully recovered. No further information was provided.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, lens remains implanted. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the intraocular lens (iol) was not returned for evaluation. However, a photograph was provided by the customer for evaluation. The picture showed a pseudophakic eye implanted with a lens claimed to be a tecnis eyhance iol preloaded in a smartload delivery system. Due to the quality of the picture (visual artifacts on the area reported as affected) it is not possible to observe the reported issue; therefore, it is not possible to assess possible clinical impact. The complaint issue "cosmetic issues" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.